Event description:
Engineering triggered an investigation based upon a review of failures during production testing. These failures involved an electrical short between the device system/therapy emi shield and a capacitor, c342, on the system pcb assembly. A short could result in a full loss of device power.